Event description:
Pump reported to be setup with a buretrol set with an unknown solution. The setup was checked and then an hour later the buretrol was found empty, approximately 35 cc. No pt injury was reported.